Manufacturer narrative:
Investigation summary: as no item was returned function and dimension could not be checked. The device history could not be reviewed because not provided. With the help of received operation report it was possible to identify the affected items in order to review the complaint history. Available x-rays revealed that the lag screw had most likely initially lateralized in short range which is an intended feature of the gamma3 nail system. Later on it seemed that the femur neck had rotated (different distances between lag screw and shaft of femur neck) resulting in driving through of the femoral head. With the help of positioning sample products according to received x-rays it was possible to reproduce the course of the event. Whilst loosening the set screw inside the nail for approx. ½ turn enabled a lag screw motion towards medial with a final stop at the position very similar to the lag screw position demonstrated on x-rays dated (B)(6) 2015 in this position the set screw was still engaged in the sliding flute of the lag screw and prevented further movement towards medial. Thus, the function of the implants themselves was given as intended. Additionally, the neck of femur had rotated which may increase the risk for cut out. It could not be determined if resp. In what was the patient¿s bone condition had contributed to the event. The rmf considers that a revision surgery due to cut out is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. According to provided information and referring to faultless (unbroken) products resp. Given function the cause of the event was most likely contributed by an insufficiently placed set screw and potentially by the patient¿s condition. From technical point of view a further statement is currently not possible. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. The event was not caused by a deficiency of any of the devices.

Event description:
It is reported by the surgeon, that the g3 lag screw migrated into the small pelvis. Revision will follow. The date of the revision was not reported.

Event description:
It is reported by the surgeon, that the g3 lag screw migrated into the small pelvis. Revision will follow. The date of the revision was not reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.